Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a reversal/I'm efree now') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hip fracture ("my hips broke due to essure/ both of my hips broke within a year of placement/I was 32 years old when my right side broke. I was 34 with the left"), bone loss ("degrading my bones"), vitamin d deficiency ("vitamin d deficient"), calcium deficiency ("calcium deficient") and allergy to chemicals ("reaction to glue or adhesive/ even bandaids cause problems for me"). The patient was treated with calcium, vitamin d nos and surgery (I had a reversal. My remaining tubes are reconnected to my uterus/ minor corneal resection of uterus). Essure was removed. At the time of the report, the medical device removal had resolved and the hip fracture, bone loss, vitamin d deficiency, calcium deficiency and allergy to chemicals outcome was unknown. The reporter considered allergy to chemicals, bone loss, calcium deficiency, hip fracture, medical device removal and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a reversal/I'm efree now') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hip fracture ("my hips broke due to essure/ both of my hips broke within a year of placement/I was (B)(6) years old when my right side broke. I was (B)(6) with the left"), bone loss ("degrading my bones"), vitamin d deficiency ("vitamin d deficient"), calcium deficiency ("calcium deficient") and allergy to chemicals ("reaction to glue or adhesive/ even bandaids cause problems for me"). The patient was treated with calcium, vitamin d nos and surgery (I had a reversal. My remaining tubes are reconnected to my uterus/ minor corneal resection of uterus). Essure was removed. At the time of the report, the medical device removal had resolved and the hip fracture, bone loss, vitamin d deficiency, calcium deficiency and allergy to chemicals outcome was unknown. The reporter considered allergy to chemicals, bone loss, calcium deficiency, hip fracture, medical device removal and vitamin d deficiency to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: initial and fu 1,2,3,4 processed together . Follow up received from social media. Reporter was added. Patient's age was added. Vitamin d dose was added. Events vitamin d deficiency, calcium deficiency, medical device removal were added. Previously verbatim term my hips broke due to essure was replaced with my hips broke due to essure/ both of my hips broke within a year of placement/I was (B)(6) years old when my right side broke. I was (B)(6) with the left. On 23-mar-2020: initial and fu 1,2,3,4 processed together event allergy to chemicals was added. On 23-mar-2020: initial and fu 1,2,3,4 processed together. Reporter was added. Previously verbatim term I had a reversal was changed to I had a reversal/I'm efree now. Surgery details were added. On 23-mar-2020: initial and fu 1,2,3,4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.